Event description:
It was reported that the procedure was to treat a lesion located in the totally occluded right coronary artery. After initial pre-dilatation with a 1.2x6 mm trek, the 2.5x12 mm trek balloon was used for additional pre-dilatation; however, the balloon ruptured on the 6th inflation at 14 atmospheres. Another same sized trek balloon catheter was used without any issue, and a 3.0x20 mm trek balloon was used for further pre-dilatation. Two 3.5x38 mm and one 3.5x15 mm xience xpedition were implanted at the lesion successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion blue, gaia2nd, gaia3rd, sion black. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.